Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text: device not returned.

Event description:
It was reported the customer's sherlock sensor having accuracy issues when placing PICC. Having to do cxr each time to ensure PICC was placed properly. Verified they have calibrated and ensured nothing metallic/magnetic are in the area. Verified PICC have been flushed properly. Issue has been happening consistently. The exact number of incidents has not been reported by the customer.